Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1228951. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-08-16. Medical device lot #: 1259188. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-16.

Event description:
It was reported while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were borderline underfilled. The following information was provided by the initial reporter: customer states they have borderline underfilled tubes for coag blue top tubes.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 10 retention tubes from both lots of the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Description of the event/incident: verbatim: material no. Unknown. Batch no. Unknown. It was reported by the customer borderline underfilled tubes for coag blue top tubes. (B)(6): 2022-06-08 14:35:53 (gmt). Subject: email 6/8/2022, 9:09:37 am. User: (B)(6). Created on: 2022-06-08 13:09:37. Call activity comment: customer problem: customer states they have borderline underfilled tubes for coag blue top tubes. Steps taken with customer/troubleshooting: per customer, tubes are near expiration, 6/30/22 and 7/31/22. Customer did not provide a specific cat# or lot number. Customer asks if tube is still acceptable to use if within 10% of the minimum fill line. Advised customer if blood is below the etched line, specimen needs to be recollected. Customer was provided tech talk and recommendations on how to collect tube. Did the specimen(s) need to be recollected?: follow up email sent to customer. Did exposure to blood/ bf occur? N/a. If exposure occurred was there any post exposure testing or medical intervention? N/a. Next steps (if necessary):document complaint. Follow up email sent to customer. Resolution achieved (y/n)? : n. Quantity received and quantity affected: follow up email sent to customer. Shipment method (directly or via distributor): follow up email sent to customer. If it is a distributor or directly from bd ¿ who is it? Follow up email sent to customer. Photos or returns requested?: follow up email sent to customer. Follow up required y/n?: y. Reviewed smax case history: y. (B)(6): 2022-06-08 14:16:48 (gmt) customer states they have borderline underfilled tubes for coag blue top tubes. Event type: underfill or low draw of a tube with blood. Reportability determination rationale: if an under-filled tube or low draw blood sample was obtained in a tube with additive, it could result in an incorrect blood to additive ratio which may result in erroneous results (i.e. False negative/false positive and lead to misdiagnosis/treatment of patient) this complaint is MDR reportable.